Manufacturer narrative:
No sample received, no lot number provided, no photo provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. Trend analysis conducted for the reported issue and no adverse trend observed. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. The IFU states to discontinue the device if redness or skin irritation occurs. Product inservicing has been requested and will be coordinated between the hospital and hollister incorporated.

Event description:
It was reported that an anchor fast oral endotracheal tube fastener was in place on a critically ill patient for a total of 8 days. When the device was discontinued, an unstageable pressure injury was observed on the patient's upper lip. Three days before the device was discontinued, during routine replacement of the anchor fast device, erythema was present on the patient's philtrum (upper lip area). A foam dressing was applied over the philtrum and a new anchor fast device was applied. When the device was discontinued, the unstageable injury was observed. The patient required two corrective surgeries to address the upper lip injury.